Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device change with the right ventricular lead exhibiting over-sensing related to noise. The patient was pacemaker dependent. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable.